Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. No consequences or impact to patient. (Cracked lens). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 23.0d preloaded injector on (B)(6) 2015. The lens was found to be cracked. There were no adverse events reported.

Manufacturer narrative:
Additional information: device evaluation: the delivery system was returned in a device tray. Visual inspection found that the iol was broken (not implanted). (B)(4).